Manufacturer narrative:
Visual inspection of the driver revealed physical damage to the display cover, fan cover and front housing, as well as loose hardware in the driver. The observed damage aligns with the driver being subjected to an impact shock. The alarm history was reviewed and revealed a 1e alarm code which was likely an alarm experienced by the customer. It can be produced as a result of an impact shock or sudden movement that causes an onboard battery that is not fully latched in place to have an intermittent electrical connection. The driver in 'as received condition' passed all incoming functional test requirements with no anomalies or alarms. The driver performed as intended with no evidence of a device malfunction. The root cause of the customer-reported alarm at start-up could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4818 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm.